Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Device disposition is unknown.

Event description:
The patient was implanted with a gamma3 nail on (B)(6) 2017 due a proximal femoral fracture. After about 4 months the patient felt a sudden pain, and the nail breakage was detected after x-rays control .

Manufacturer narrative:
Referring to the product inquiry the trochanteric nail kit, ti gamma3® ø11x180mm x 130° is the primary product. No further associated products were reported. A review of the product history for the reported nail kit revealed no discrepancies; no manufacturing or material related issues were found. A physical examination could not be carried out since the reported product was not available to stryker kiel due to ¿hospital policy¿. This case presents a revision due to nail breakage after an implant residence time of 4 months. No detailed information such as x-rays, medical records or medical data related to the patient was provided although repeatedly requested. Due to missing information it cannot be excluded that either a patient's fall or intra-operative pre-damage of the nail by a deviated step drill has contributed to the implant fracture. The affected implant is designed to withstand the normal loads during the implantation period, i.e., the implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved within a medically recognized and by scientific analysis confirmed period (about 6 months) in such way, that the bone strength allows significantly increasing discharge of the implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. However, based on the limited information given the exact root cause of the reported event could not be determined. Review of complaint history, CAPA databases, risk analysis and labelling did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified. The file will be closed formally. In case relevant information respectively the product becomes available we reserve the right to update the investigation and to change the root cause.

Event description:
The patient was implanted with a gamma3 nail on (B)(6) 2017 due a proximal femoral fracture. After about 4 months the patient felt a sudden pain, and the nail breakage was detected after x-rays control.